Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
(B)(6) clinical study. It was reported that balloon rupture occurred. In (B)(6) 2017, clinical status assessment indicated the patient's qualifying condition as unstable angina and the index procedure was performed. The target lesion was located in the first diagonal branch with 80% stenosis and was 8.00mm long with a reference vessel diameter of 2.75mm. Pre-dilatation was performed with an unknown bsc balloon catheter; however, the balloon ruptured. Additional ballooning was then performed, followed by placement of a 2.75 x 16mm study stent. Following post-dilatation, residual stenosis was 0%. The following day, the event was considered to be recovered/resolved and the patient was discharged on dual antiplatelet therapy.